Manufacturer narrative:
At the time of this report, the information available does not reasonably suggest there was a malfunction of the edwards device or that the use or miss-use of the device caused or contributed to the event. To date, despite multiple requests for information, the patient medical records have not been received for review.

Event description:
As reported by implant patient registry via receipt of an implant card, a 26 mm sapien 3 valve was implanted in the aortic position via transfemoral approach. Six years post implant the valve was explanted and replaced with a surgical valve. The cause of the explant is unknown as attempts made to gather additional information were not forthcoming.